Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose was 452 mg/dl. Customer's blood glucose was 378 mg/dl at the time of incident. Customer stated that did not get any alert or beeping with no delivery. Customer was declined to troubleshoot for no delivery and high blood glucose. Customer also stated that self test was run and customer assisted that changed beep to long. The insulin pump will not be returned for analysis.